Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for leak due to broken occluder feet, however the cause of the broken occluder feet was undetermined. Baxter received one used set with cap on dark blue connector and no cap on patient connector. Leak issue was confirmed during testing. During visual inspection broken occluder feet was found. There was no whitish spot on the occluder leg indicating there was overtorque. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
A customer reported to baxter an issue of leaking minicap transfer set during use. The customer stated that the transfer set had been in use for about one month. The liquid could not be stopped even after closing the clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. The lot number is unknown. Since the lot number is unknown, no batch review will be performedshould the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available